Manufacturer narrative:
B3: date of event - 05/01/2026 used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the catheter was advanced to the target lesion. When imaging was attempted, the screen was blank. The issue occurred twice. It was also noted that air could not be removed during device preparation and flushing. The procedure was completed with another of the same device. The patient fully recovered, and no patient complications were reported.